Event description:
This case was initially received via regulatory authority (ansm, reference number: r2102822) on 17-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pain on the right in region of right implant, pain spreads to the pelvis') in a (B)(6) female patient who had essure (batch no. 628310) inserted. The occurrence of additional non-serious events is detailed below. Medical history included parity on (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced presyncope ("severe vasovagal episode") and procedural pain ("extremely painful essure insertion wthout anesthesia"). In 2010, the patient experienced burnout syndrome ("one burnout in summer 2010"). In (B)(6) 2009, the patient experienced menopause ("menopause"). On (B)(6) 2020, the patient experienced allergy to metals ("allergy to nickel sulfate and to potassium dichromate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), hot flush ("hot flushes"), tachycardia ("tachycardia"), back pain ("pain in the back, + twinges in the lower back"), abdominal pain upper ("pain in the stomach"), arthralgia ("joint pain, knees, hips"), pain ("other pain (such as stabbing pain, twinges, electric shocks, burns) etc"), memory impairment ("memory disorder"), aphasia ("cognitive disorders: difficulty expressing myself"), disturbance in attention ("difficulty maintaining attention, concentrating on what I am doing"), tremor ("internal tremors that worsen when I lie down"), tinnitus ("tinnitus, buzzing"), ear discomfort ("pressure in the ears"), dizziness ("dizziness, light-headedness, pain causes dizziness"), balance disorder ("imbalance (zig-zag walking)"), hypoaesthesia ("numbness of the hands"), hypopnoea ("difficulty taking in enough air to feel that I am breathing efficiently, as if my breathing is obstructed (self control, abdominal breathing)"), thermohyperaesthesia ("sensitive to outside temperatures (too hot, too cold)"), pain of skin ("painful to the loving touch of my child"), poor quality sleep ("sleep: not restorative enough, not very rested when I wake up"), anxiety ("anxiolytic drugs, herbal remedies"), cardiac disorder ("heart (twinges)"), vision blurred ("hazy vision"), visual impairment ("vision disorder"), dry eye ("dry eyes"), oropharyngeal pain ("frequent sore throat, ¿stagnant¿"), rhinitis ("rhinitis"), muscle spasms ("calf cramping"), pain in extremity ("calf + tenderness legs, arms, hands, feet, pain spreads to the thighs"), bursitis ("left forefoot: bursitis, inflammation"), herpes virus infection ("herpes"), headache ("each pain is felt in the head like electric shocks"), nausea ("feel nauseous") and palpitations ("causes palpitations (more so at night when lying down)"). The patient was treated with anxiolytics and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the presyncope, procedural pain, asthenia, hot flush, tachycardia, back pain, abdominal pain upper, arthralgia, pain, memory impairment, aphasia, disturbance in attention, tremor, tinnitus, ear discomfort, dizziness, balance disorder, hypoaesthesia, hypopnoea, thermohyperaesthesia, pain of skin, poor quality sleep, anxiety, allergy to metals, cardiac disorder, vision blurred, visual impairment, dry eye, oropharyngeal pain, rhinitis, muscle spasms, pain in extremity, bursitis, herpes virus infection, headache, nausea and palpitations outcome was unknown, the menopause had not resolved and the burnout syndrome had resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, anxiety, aphasia, arthralgia, asthenia, back pain, balance disorder, burnout syndrome, bursitis, cardiac disorder, disturbance in attention, dizziness, dry eye, ear discomfort, headache, herpes virus infection, hot flush, hypoaesthesia, hypopnoea, memory impairment, menopause, muscle spasms, nausea, oropharyngeal pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, poor quality sleep, presyncope, procedural pain, rhinitis, tachycardia, thermohyperaesthesia, tinnitus, tremor, vision blurred and visual impairment with essure. The reporter commented: essure insertion was performed on (B)(6) 2009 without anaesthesia, extremely painful insertion, severe vasovagal episode. Events occurred since about 2010, menopause in 2016 (last period in (B)(6) 2016). Sleep is not restorative enough, not very rested when I wake up, use anxiolytic drugs / herbal remedies, I had one burn out in summer 2010. Back pain and twinges in the lower back, the pain spreads to the pelvis, thighs each pain is felt in the head like electric shocks. This causes dizziness. I feel nauseous. It also causes palpitations (more so at night when lying down). Multiple other events. Allergy test in (B)(6) 2020 positive for metals. Essure removed on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: - potassium dichromate: 48-hour reading: ++ remote reading: ++ -nickel sulfate: 48-hour reading: present in significant amount. Remote reading: present in significant amount. Ultrasound scan - on an unknown date: left forefoot: bursitis, inflammation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-feb-2021. The most recent information was received on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intense pain on the right in region of right implant, pain spreads to the pelvis') in a 41-year-old female patient who had essure (batch no. 628310) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced presyncope ("severe vasovagal episode") and procedural pain ("extremely painful essure insertion wthout anesthesia"). In 2010, the patient experienced burnout syndrome ("one burnout in summer 2010"). In (B)(6) 2016, the patient experienced menopause ("menopause"). On (B)(6) 2020, the patient experienced allergy to metals ("allergy to nickel sulfate and to potassium dichromate"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), hot flush ("hot flushes"), tachycardia ("tachycardia"), back pain ("pain in the back, + twinges in the lower back"), abdominal pain upper ("pain in the stomach"), arthralgia ("joint pain, knees, hips"), pain ("other pain (such as stabbing pain, twinges, electric shocks, burns) etc"), memory impairment ("memory disorder"), aphasia ("cognitive disorders: difficulty expressing myself"), disturbance in attention ("difficulty maintaining attention, concentrating on what I am doing"), tremor ("internal tremors that worsen when I lie down"), tinnitus ("tinnitus, buzzing"), ear discomfort ("pressure in the ears"), dizziness ("dizziness, light-headedness, pain causes dizziness"), gait disturbance ("imbalance (zig-zag walking)"), hypoaesthesia ("numbness of the hands"), hypopnoea ("difficulty taking in enough air to feel that I am breathing efficiently, as if my breathing is obstructed (self control, abdominal breathing)"), temperature intolerance ("sensitive to outside temperatures (too hot, too cold)"), pain of skin ("painful to the loving touch of my child"), poor quality sleep ("sleep: not restorative enough, not very rested when I wake up"), anxiety ("anxiolytic drugs, herbal remedies"), angina pectoris ("heart (twinges)"), vision blurred ("hazy vision"), visual impairment ("vision disorder"), dry eye ("dry eyes"), oropharyngeal pain ("frequent sore throat, ¿stagnant¿"), rhinitis ("rhinitis"), muscle spasms ("calf cramping"), pain in extremity ("calf + tenderness legs, arms, hands, feet, pain spreads to the thighs"), bursitis ("left forefoot: bursitis, inflammation"), herpes virus infection ("herpes"), headache ("each pain is felt in the head like electric shocks"), nausea ("feel nauseous") and palpitations ("causes palpitations (more so at night when lying down)"). The patient was treated with anxiolytics and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the presyncope, procedural pain, asthenia, hot flush, tachycardia, back pain, abdominal pain upper, arthralgia, pain, memory impairment, aphasia, disturbance in attention, tremor, tinnitus, ear discomfort, dizziness, gait disturbance, hypoaesthesia, hypopnoea, temperature intolerance, pain of skin, poor quality sleep, anxiety, allergy to metals, angina pectoris, vision blurred, visual impairment, dry eye, oropharyngeal pain, rhinitis, muscle spasms, pain in extremity, bursitis, herpes virus infection, headache, nausea and palpitations outcome was unknown, the menopause had not resolved and the burnout syndrome had resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, angina pectoris, anxiety, aphasia, arthralgia, asthenia, back pain, burnout syndrome, bursitis, disturbance in attention, dizziness, dry eye, ear discomfort, gait disturbance, headache, herpes virus infection, hot flush, hypoaesthesia, hypopnoea, memory impairment, menopause, muscle spasms, nausea, oropharyngeal pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, poor quality sleep, presyncope, procedural pain, rhinitis, tachycardia, temperature intolerance, tinnitus, tremor, vision blurred and visual impairment with essure. The reporter commented: essure insertion was performed on (B)(6) 2009 without anaesthesia, extremely painful insertion, severe vasovagal episode. Events occurred since about 2010, menopause in 2016 (last period in (B)(6) 2016). Sleep is not restorative enough, not very rested when I wake up, use anxiolytic drugs / herbal remedies, I had one burn out in summer 2010. Back pain and twinges in the lower back, the pain spreads to the pelvis, thighs each pain is felt in the head like electric shocks. This causes dizziness. I feel nauseous. It also causes palpitations (more so at night when lying down). Multiple other events. Allergy test in (B)(6) 2020 positive for metals. Essure removed on (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2020: - potassium dichromate: 48-hour reading: ++ remote reading: ++ -nickel sulfate: 48-hour reading: present in significant amount. Remote reading: present in significant amount. Ultrasound scan - on an unknown date: left forefoot: bursitis, inflammation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.